Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence or urgency frequency. The trial started in may 15 2024. It was reported that the patient's catheter had gotten stuck, which caused her to experience a lot of pain and caused their bladder to be overfull, and they had to go to the hospital. The patient also struggles with constipation and sometimes when the patient would void, their clitoris would become inflamed, causing more urination. The patient also reported bleeding or hemorrhage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.